Manufacturer narrative:
Date of event: unknown, not provided. Best estimate, (B)(6) 2018. Initial reporter location phone : (B)(6). (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that tecnis symfony toric zxt375 intraocular lens (iol) was explanted from patient's affected eye. It was noted that there is an issue of refractive surprise of 2.0 diopter of astigmatism. Consequently, the surgeon re-adjusted the lens (rotated) it to reduce the astigmatism. This was performed in a secondary procedure. The attempted rotation did correct the astigmatism was unsuccessful. Lens was exchanged/explanted. The patient outcome was not provided. Per follow-up, the initial surgery (lens implant) was performed on (B)(6) 2018. The lens rotation was conducted on (B)(6) 2018. The lens was replaced with a zlb00 lens and an excimer laser was used. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 6/26/2018. Device returned to manufacturer? Yes. The product was received in a lens holder. The sample was inspected by a qualified final inspection operator using 12x magnification. There are no anomalies. It can be seen that lens is contaminated. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. The manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. The complaint cannot be confirmed. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.